Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motion sensor test failure alarm or check settings alarm. They were unable to perform the unexpected restart error, occlusion and excessive no delivery tests due to the motor error alarm. The pump had cracked case at display window corner, cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 164 mg/dl. The customer was trying to fill the tubing when the motor error alarm was received and he lost all his settings. The drive support disk was normal and the pump was not exposed to high magnetic field. They were able to rewind the pump and the pump passed the displacement test; however, it was noted that there were five motor error alarms in the pump history. Troubleshooting was performed. The device was returned for analysis.